Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set was pulled off from skin. Patient reported the infusion set tubing came apart. Site of location was abdomen. The infusion set was in use for 6 hours. No further information was available.